Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in the partial exposure of the receiver/stimulator unit. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (date not reported) to reposition the implant. The issue is resolved and the patient resumed use of the device. No additional episodes were reported. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
(B)(4) implanted device remains.